Event description:
On 3/30/2024, customer notify acorn in regards to an incident that involved her husband. Per the customer, her husband rode the stairlift down & left it at the bottom of the hinged rail off the charging station. Later, he attempt to use the stairlift to go back upstairs but it wouldn't operate. He attempt to climb up the stairs and before reaching the top, he fell down to the bottom of the stairs. He was taken to the hospital and broke his left clavicle.

Event description:
On (B)(6) 2024, customer notify acorn in regard to an incident that involved her husband. Per the customer, her husband rode the stairlift down & left it at the bottom of the hinged rail off the charging station. Later, he attempt to use the stairlift to go back upstairs but it wouldn't operate. He attempt to climb up the stairs and before reaching the top, he fell down to the bottom of the stairs. He was taken to the hospital and broke his left clavicle.

Manufacturer narrative:
The MDR was originally submitted on april 24, 2024. During the FDA inspection on june 4, 2025, it was noted that the report contained an incorrect date on field b4. This supplemental report, submitted on june 5, 2025, correct the date in field b4 from march 24, 2024 to april 24, 2024. This error is consider a clerical error. There are no changes to the rest of the report.